Manufacturer narrative:
Medwatch sent to FDA on 01/02/2018. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "patient urinated greenish-colored." Physician performed "endoscopic analysis (eda) confirmed leakage of the balloon." Device was removed and replacement surgery scheduled in (B)(6) 2018.

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 17-apr-2018. Device evaluation summary: the device was returned to apollo for analysis, and visual examination noted the balloon shell to be discolored, as it was blue in appearance. White particles were noted on the outer surface of the balloon shell. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from nine openings on the radius of the shell. Under microscopic analysis all of the openings were noted to have striated edges, consistent with surgical damage and device removal activities. Brown particles were noted on the inner surface of the valve channel.